Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead exhibited out of range (oor) high pacing impedance.

Event description:
It was reported that the patient heard an alert from their device. Upon review it was noted that there was a right ventricular (rv) lead integrity alert (lia) which triggered due to high rate non-sustained (hr-ns) episodes and sensing integrity counter (sic). It was noted that the hr-ns episodes appeared to be non-physiologic oversensing from the rv lead indicative of a lead issue and a fracture of the low voltage coil of the lead was suspected. The lead polarity was reprogrammed to a vector where no oversensing noise was seen with testing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtba1d1 crt-d implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.